Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected with 3 ml of juvéderm volux¿ xc into the jawline and chin. Approximately two months later, the patient experienced an inflammatory response in the chin, jawline, prejowl, and all periosteal areas. The hcp also noted that the product had migrated off the bone and below the jawline. During this time, the patient had an untreated dental infection while awaiting a crown, which was resolved about two months after the inflammatory response began, though the nodules continued to flare. On the same day the symptoms began, the patient was treated with doxycycline 100mg po, bid x 10 days, prednisone 60mg po tapper x 6 days, antihistamine po bid, and pepcid po qd. Six days later, patient was prescribed augmentin 875/125 po bib x 7day along with a prednisone taper po x 5 days. A week after that, the patient was treated with bactrim 800-160mg 1 tab po bid x 7 days, doxycycline 100 mg po, bid x 2 days, and an extended prednisone taper. That same day, the patient received 2.8 ml of hylenex®, followed by 0.85 ml two days later. About a month and half later, the patient received 0.6 ml of hylenex®, and three weeks after that, another 2 ml. Approximately four weeks later, the patient received an additional 4 ml of hylenex®. Symptoms are ongoing. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious injury.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Patient additionally reported they had another "flare up" and stated they were in so much pain it woke them up from their sleep. Patient stated they called the hcp and was told the hcp they wanted to get all the juvéderm volux¿ xc dissolved, and the hcp told the patient they should have dissolved all of it at your last flare up. Symptoms are ongoing. The hcp additionally reported that since the last report, the patient was treated with 4.5 ml of hylenex® to the chin and jaw five months after the last treatment. Four days later, the patient was treated again with 1ml of hylenex®. Two days later, the patient was treated again with 1ml of hylenex® and was given steroids for inflammation by their primary care physician. The event is ongoing.